Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The cuff and balloon were removed and replaced with new aus components. No information about the patient's outcome was provided. Additional information received. The patient had urethral atrophy. No performance issues with the previous aus. The patient had a good outcome with no further complications.